Manufacturer narrative:
The investigation confirmed the adverse event occurred as the user described; however, there was no evidence of a problem with the quantum system that would have resulted in such event. It was concluded that the quantum system worked as intended and the adverse event occurred due to external factors from the quantum system.

Event description:
Adverse event occurred that resulted in patient death while patient was connected to the medical device. User reported that blood flow was unable to be re-established following CPR and patient experienced hemorrhage beneath the heart. The investigation determined that the device did not malfunction during use and was operating as intended.